Event description:
On (B)(6) 2015, the reporter contacted animas alleging there was no audible sound to the audio bolus button. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: the pump was powered on to the verify screen; the vibration alert was functioning appropriately; however, the auditory alert was not functioning upon start up. The returned battery and cartridge caps were used during investigation. The pump¿s cover was removed; an inspection revealed a cracked solder joint to the piezo circuit.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)